Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer treated with orange juice and candy. Customer's blood glucose went back up to 55 mg/dl and then dropped to 40 mg/dl. The customer stated that the pump might have over delivered insulin. The customer stated that they were disconnected during prime/rewind. The product was not returned for analysis.